Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The reporter stated via phone call that the insulin pump had a blank display. The reporter was assisted with blank display troubleshooting. The customer's blood glucose level was unknown at the time of the incident. The reported stated that the insulin pump was neither exposed to extreme temperatures nor direct sunlight. Troubleshooting did not resolve the issue and display did not return. The reporter was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self-test and unexpected restart error test. Pump passed all operating currents tested within the specifications range and passed off no power test. The insulin pump was monitored and tested with no blank display and display anomaly noted. The insulin pump was received with cracked reservoir tube lip and minor scratches on display window noted.